Event description:
Customer reported that 9 known historically positive samples were reported as negative by the capture cmv assay on the galileo.

Manufacturer narrative:
Cmv testing was performed on an in-house galileo with returned capture-cmv, lot c053, and capture-cmv indicator red cells, lot 228063, using customer's returned samples (4 total). One sample was nonreactive; the other 3 were reactive. Cmv testing was also performed on an in-house galileo with retention capture-cmv, lot c053, and capture-cmv indicator red cells, lot 228063, using the customer's returned samples. All 4 of the customer's samples were reactive. Cmv testing was performed on an in-house galileo with retention capture-cmv, lot c053, and capture-cmv indicaor red cells, lot 228063, using in-house donor samples of known cmv status. No unexpected negative reactivity was reported. Results of in-house donor samples were as expected. A service call was made. The 500l diluters and syringe valve #4 were replaced. Supply tube fittings at the washer manifold and washer were tightened the residal volume and washer volume were adjusted. Eight patient samples were processed with expected results observed. The instrument performed as expected.